Event description:
Freestyle libre 3+ is still providing inaccurate low glucose readings and the sensors have been falling off after only a couple of days. I have confirmed the sensors affected were not impacted by the earlier recall. I have notified abbott of the problem. I have had my blood glucose readings in the low or urgent low range after having worn the sensors for a day or two. They seem to work normally for the first couple of days. I start getting low glucose and then urgent low glucose readings. The latest sensor which was applied on wednesday evening began to alert for low and then urgent low readings starting about 4:45pm on saturday. I have confirmed using other methods that the actual readings do not match what the reader is telling me. Based on the fact that I have been having so many issues, I had my doctor prescribe a different cgm (dexcom g7) and was wearing both sensors at the time. My other sensor provided a different number which I then confirmed that dexcom g7 appeared to be reading accurately with a fingerstick. My freestyle libre 3+ sensor was reading 67 at the time of my lab blood draw which was far lower than the 162 that was lab confirmed. Also confirmed the libre 3+ does not seem to be providing accurate readings (provides false low readings) at multiple times with another cgm (dexcom g7) and truemetrix system (fingerstick) that the libre 3+ still appears to be providing false low numbers.